Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had thinks the door is open when it is not was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "thinks the door is open when it is not." Additional notes provided by the facility¿s clinical engineering support services include: "we had some doors come in so I was able to replace the units door and broken door latch. Replacing the door latch did allow the unit to detect that the door was actually closed.the unit was also reading air in the line when there was no air, so I had to replace the units air-in-line sensor as well. The left iui connector of the unit had some bent pins, so I replaced it with a new one.I recalibrated the unit and ran it through all of its pm tests with no other issues." Reported problem cause description: "abuse." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿